Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Image is lost intermittently. In addition, the following non-reportable malfunctions were found during the device evaluation: image noise occurred intermittently. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issues were caused by use of a third-party generator. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿the use of non-our high-frequency ablation power devices may cause high-frequency noise on the observation monitor, which may affect the procedure, or may eliminate the endoscopic images. - confirm that the high-frequency noise is at a level that does not affect the observation and treatment before using the high-frequency ablation power device. Unchecked use may damage the body cavity. When using a radiofrequency ablation device, some noise and color changes may occur in the endoscopic images.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic gastric endoscopic submucosal dissection, the entire screen blacked out when the high-frequency device was output. It does not happen every time. There was a horizontal noise. Images were distorted at times. When the high frequency output was stopped, the image was displayed. After replacing the serial digital interface cable connecting the evis lucera elite video system center (subject device) to the oev262h, the problem was resolved. The procedure was not prolonged and was completed using the subject device. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).